Manufacturer narrative:
The evaluation of complaint data for the product and likely cause alinity I hiv ag/ab combo reagent lot 24294be00 determined that there is normal complaint activity. There are no trends for the product related to patient results. No customer returns were available for evaluation. A retained kit of reagent lot 24294be00 was tested for sensitivity and the data shows that the sensitivity performance of lot 24294be00 is not adversely affected. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation, no systemic issue or deficiency was identified with the alinity I hiv ag/ab combo reagent lot 24294be00.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Patient identifier complete sid: (B)(6). This report is being filed on an international product, list number 8p07-32 that has a similar product distributed in the us, list number 8p07-31.

Event description:
The customer reported a (B)(6) alinity I (B)(6)ag/ab combo result on a patient. Results provided: (B)(6) 2021 sid (B)(6) = (B)(6) s/co. Repeated sample = (B)(6), roche = (B)(6). No impact to patient management was reported.